Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported a loss of therapeutic benefit and seeing max settings (oor) message on their handset. The caller stated that they had an MRI on march 5th (confirmed the ins was in MRI mode and therapy was off) and things were "going pretty good" until about a week ago or so. The caller stated they had more urinary leakage and "problems with their constant flow." The caller stated they grabbed their programmer and tried to adjust their stimulation settings as a result however, they were seeing a message that said the system is operating at maximum settings and therapy cannot be increased. The caller stated the therapy was was working perfectly before all of this. The agent walked the caller through switching programs and the caller confirmed seeing max settings message on all 7 programs if they tried to go past 0.3ma. The issue was not resolved. The patient was redirected to their health care provider to further address the issue.